Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the right atrial lead exhibited oversensing of noise with no discernible intracardiac signal observed after the lead was tied down. The oversensing resulted in pacing inhibition. The lead was removed and replaced. The patient was discharged.